Event description:
It was reported to boston scientific corporation that a mantis clip was used for polyp during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip could not be released from the catheter. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital . (B)(6) phone:(B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not release.